Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2019-10877. It was reported that the patient's left lead migrated and had pulled out of the epidural space, noted in x-rays. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient had effective therapy. Note: as it is unknown which lead had migrated, both leads are being reported.